Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Custtomer's blood glucose was 70 mg/dl. The customer stated that devise was in his pocket and it rain for a good portion of the day. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms noted during testing. The pump had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly was noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a stained end cap sticker.